Event description:
Report received of a covered yankauer soft tip disengagement. The yankauer device is part of the continue care oral kit. Following completion of oral care, the device was removed from the patient¿s mouth and observed to be intact, with no reported issues during use. The separation of the tip occurred during post-use handling while the caregiver was cleaning the device with alcohol pads. It was noted that when the event occurred the device had been in use for 2-3 days. The reporter could not clarify if the patient bit the device preceding this event; however, the patient has a history of frequently biting during oral care and a bite block was not used with the affected device. There were no adverse consequences to the patient. No product was returned as the device was discarded. Lot information was provided. Although requested, no additional information was available.